Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow up, diagnostics concern was noted on the device. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.